Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region'), menorrhagia ('abnormal bleeding (menorrhagia)'), endometriosis ('endometriosis/pain') and intestinal polypectomy ('polyp removed') in an adult female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope vasovagal. Current weight: 220 lbs pathology: uterus, cervix, ovaries, tubes, and in the pathology note, we contacted the pathology department when we sent the sample down saying to evaluate the essure device for possible penetration of adjacent structures. Concurrent conditions included overweight, blood pressure high and asthma. Concomitant products included alprazolam, desvenlafaxine succinate, docusate sodium, gabapentin, hydrocortisone, levothyroxine, naproxen, omeprazole, promethazine and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced tooth fracture ("teeth breakage") and toothache ("dental problems-pain"). In 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes- urinary tract"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient underwent intestinal polypectomy (seriousness criterion medically significant) with gastrointestinal pain and experienced urinary tract infection ("urinary tract infection") and migraine ("migraine/ headaches"). The patient was treated with antibiotics, cyclobenzaprine, leuprorelin acetate (lupron depot), losartan, salbutamol (albuterol hfa) and surgery (ablation, hysterectomy (full), bilateral salpingo-oophorectomy and polyp removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain and dysmenorrhoea had resolved and the menorrhagia, endometriosis, intestinal polypectomy, vaginal haemorrhage, weight increased, tooth fracture, dyspareunia, feeling abnormal, urinary tract infection, toothache, allergy to metals and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, intestinal polypectomy, menorrhagia, migraine, pelvic pain, tooth fracture, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region'), menorrhagia ('abnormal bleeding (menorrhagia)'), endometriosis ('endometriosis/pain') and intestinal polypectomy ('polyp removed') in an adult female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope vasovagal. Current weight: 220 lbs pathology: uterus, cervix, ovaries, tubes, and in the pathology note, we contacted the pathology department when we sent the sample down saying to evaluate the essure device for possible penetration of adjacent structures. Concurrent conditions included overweight, blood pressure high and asthma. Concomitant products included alprazolam, desvenlafaxine succinate, docusate sodium, gabapentin, hydrocortisone, levothyroxine, naproxen, omeprazole, promethazine and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced tooth fracture ("teeth breakage") and toothache ("dental problems-pain"). In 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes- urinary tract"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient underwent intestinal polypectomy (seriousness criterion medically significant) with gastrointestinal pain, experienced urinary tract infection ("urinary tract infection"), migraine ("migraine/ headaches") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, cyclobenzaprine, leuprorelin acetate (lupron depot), losartan, salbutamol (albuterol hfa) and surgery (ablation, hysterectomy (full), bilateral salpingo-oophorectomy and polyp removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain and dysmenorrhoea had resolved and the menorrhagia, endometriosis, intestinal polypectomy, vaginal haemorrhage, weight increased, tooth fracture, dyspareunia, feeling abnormal, urinary tract infection, toothache, allergy to metals, urinary tract disorder, abdominal pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, hormone level abnormal, intestinal polypectomy, menorrhagia, migraine, pelvic pain, tooth fracture, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events : hormonal changes, abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region'), menorrhagia ('abnormal bleeding (menorrhagia)'), endometriosis ('endometriosis/pain') and intestinal polyp ('polyp removed') in an adult female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope vasovagal. Current weight: (B)(6). Pathology: uterus, cervix, ovaries, tubes, and in the pathology note, we contacted the pathology department when we sent the sample down saying to evaluate the essure device for possible penetration of adjacent structures. Concurrent conditions included overweight, blood pressure high and asthma. Concomitant products included alprazolam, desvenlafaxine succinate, docusate sodium, gabapentin, hydrocortisone, levothyroxine, naproxen, omeprazole, promethazine and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced tooth fracture ("teeth breakage") and toothache ("dental problems-pain"). In 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes- urinary tract"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced intestinal polyp (seriousness criterion medically significant) with gastrointestinal pain, urinary tract infection ("urinary tract infection") and migraine ("migraine/ headaches"). The patient was treated with antibiotics, cyclobenzaprine, leuprorelin acetate (lupron depot), losartan, salbutamol (albuterol hfa) and surgery (ablation, hysterectomy (full), bilateral salpingo-oophorectomy and polyp removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain and dysmenorrhoea had resolved and the menorrhagia, endometriosis, intestinal polyp, vaginal haemorrhage, weight increased, tooth fracture, dyspareunia, feeling abnormal, urinary tract infection, toothache, allergy to metals and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, intestinal polyp, menorrhagia, migraine, pelvic pain, tooth fracture, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs+mr received- lot number were added. New events abnormal bleeding (menorrhagia), dental problems-pain, dysmenorrhea (cramping), brain fog, urinary tract infection, migraines/headaches, nickel allergy, weight gain, pelvic region, lower back pain, teeth breakage, dyspareunia (painful sexual intercourse), bladder or urinary problems or changes- urinary tract, endometriosis, pain excruciating pain during bowel movement, bowel polyp were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information, medical history, lab data, concomitant and treatment drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.